Event description:
It was reported that patient faced occlusion alarm event on (B)(6) 2026. The patient experienced high blood glucose levels of 410 mg/dl and received treatment with correction injection via mdi. The patient changed soft cannula infusion set and resumed insulin delivery.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.